Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . Final analysis found an insulation abrasion exposing the outer coil at 43.0 cm to 43.1 cm from the connector pin.

Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.